Manufacturer narrative:
The device will not be returned for investigation. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: expired implant used. Probable root cause: application, distribution inefficient, sat too long in inventory before being shipped to customer. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the item was used 2 days post expiration in a case.

Event description:
It was reported that the item was used 2 days post expiration in a case.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.